Event description:
Info was received that thresholds have been increasing. In regard to the left ventricular (lv) lead, the threshold had been below 3 volts, but then increased to 3.5 and then 4 volts. Less than a year later thresholds were higher, set at 5.5 volts at 1.5 ms. This lv lead was capped. Another lv lead was implanted. No adverse pt effects were reported.